Event description:
It was reported that the battery of the handheld device was failing. The handheld device was left plugged into the power adaptor whenever it was not in use. The physician's office later reported that the issues had resolved. The handheld device has not been returned to date.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned handheld and software flashcard was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.